Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2: reference MFR. Report: 1627487-2018-07511. It was reported the patient experienced ineffective stimulation. The patient was reprogrammed prior to the incident with successful coverage to all pain areas. Imaging did not reveal any anomalies. Surgical intervention was undertaken on (B)(6) 2018 to explant the entire system.